Event description:
It was reported to target that during gdc embolization, when the physician was trying to deploy this coil as a third coil, felt resistance, the coil was stretched and could not be removed. Add'l info had been requested.